Manufacturer narrative:
This MDR is a follow up to the initial MDR 1645362-2017-00003. This product has been returned to ibc. It was determined that there was a leak found in the base of the magnet compartment.

Event description:
Customer observed the saline solution having contact with the magnet before use. (No contact with the patient).

Manufacturer narrative:
Product has not been returned yet. Pending evaluation.

Event description:
Customer observed the saline solution having contact with the magnet before use. (No contact with the patient).